Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing due to noise observed. There was no report of adverse consequences for the patient.

Manufacturer narrative:
It was reported that reprogramming was performed. There were no adverse consequences for patient due to the oversensing.